Event description:
There was an allegation of a questionable sodium electrode result from the cobas pro ise analytical unit. The initial result was 150 mmol/l, and the repeat result was 140 mmol/l. An alarm occurred when the device was started after maintenance was performed, and the customer noticed the difference in the results of the initial and repeat.

Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. A field service engineer (fse) determined that the vacuum nozzles had poor suction and cleaned them. The fse cleaned the ion-selective electrodes, the dilution tank, and the sipper nozzle. He completed some verification testing, which passed. The investigation is ongoing.

Manufacturer narrative:
The direct root cause was found to be pre-analytical handling. The reported event is consistent with not properly emptying or drying the mixing vessel, which can be caused by contamination of the dilution vessel or a clogged vacuum nozzle. Contamination is consistent with poor quality of the processed samples due to poor pre-analytical handling. The a field service engineer (fse) performed cleaning that removed the contamination. The investigation determined that the service action resolved the issue.